Manufacturer narrative:
One i3 patient unit was returned with all the accessories. Visual analysis of the unit revealed a frayed power supply cable. A test power supply was used to boot up the unit. The unit passed all portions of diagnostic test when connected using a test power supply. No incidence of sparking was observed when unit powered on with test power supply. The cause of the reported event was determined to be the frayed power supply cable. No issue was found with the patient unit itself. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
The unit was not able to turn on. It was noted that the cords were frayed, and sparking was observed once the unit was plugged in. The unit was replaced.